Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(4) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
Abbott diabetes care received an ansm user report which reported the following information: a customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced itching, redness, and skin irritation at the sensor site. Hcp contact was made on (B)(6) 2020, and the customer was prescribed "corticosteroids and an aderma cream" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an ansm user report which reported the following information: a customer reported a skin reaction while wearing the adc freestyle libre sensor and experienced itching, redness, and skin irritation at the sensor site. Hcp contact was made on (B)(6) 2020, and the customer was prescribed "corticosteroids and an aderma cream" for treatment. There was no report of death or permanent injury associated with this event.